Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified low sensor scan results in comparison to unspecified readings from an adc meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer did not report any symptoms. They were unable to self-treat and contacted a healthcare professional (hcp), who provided unspecifed treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 100 mg/dl was compared to a competitor brand meter reading of 260 mg/dl. When the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. The length of sensor wear was 3 days. However, it is unknown when these readings were obtained in relation to the reported medical event.